Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that the device was overheating, and it will not turn on now. The heating plate will heat up, but it will not turn on. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that pil was able to confirm the device powers on, will not blow air, and a known good heated tube and a known good heater plate would not heat up. Pil observed the p2 power connector on the heater plate was rusted/corroded. There was a total of 32 errors logged. During the investigation, pil observed a dust-like contaminant with what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inside the inlet of the blower box, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. The water tank lid was observed to have a broken latch. The water tank seal was observed to have a crack in the plastic. The water tank was observed to have a possible unknown bio contaminant in it, along with it being cracked in several areas. The ui display, ui ribbon cable, and iso port were observed to have what appeared to be possible burn marks on them, likely due to thermal damage of the pca. The q3 component of the pca was observed to have thermal damage to it, likely due to liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. The pca and brass nut of the blower were both observed to have corrosion on them, likely due to liquid ingress. Hair-like particles were observed on the bottom enclosure. The p2 power connector of the heater plate was observed to have rust/corrosion to it, likely due to liquid ingress to it. Pil was able to confirm the complaint but not address the specified symptoms. The results of this investigation do not impact the calculated risks as outlined in (B)(4).